Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two signal artifact monitor (sam) episodes that were oversensed and automatically disabled the minute ventilation (mv) feature. The noise was present on all three channel so electromagnetic interference (emi) was suspected. The health care professional (hcp) confirmed these were sam events associated with a surgical procedure performed on the event date. Technical services (ts) noted that the mv and respiratory rate trend (rrt) features were already active and recommended troubleshooting and optimizing the device programming. No adverse patient effects were reported. This ICD remains in service.